Manufacturer narrative:
Investigation summary two photo samples were provided to our quality team for investigation. Upon visual inspection, the syringe tip is observed to be broken, detached from the barrel. As a lot number was unavailable for this incident, a device history record review could not be completed. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Based on the available information and our quality team's investigation, it determined that the tip breakage occurred due to over-screw during the connection of the syringe. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during use the luer of syringe broke off with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: syringe used in chemo reconstitution under isolator by an experienced ide. Spike sampling (1st use); when removing the syringe from the spike: breakage of the screw thread (remaining in the spike).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the luer of syringe broke off with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe used in chemo reconstitution under isolator by an experienced ide. Spike sampling (1st use); when removing the syringe from the spike: breakage of the screw thread (remaining in the spike).